Event description:
It is reported that a customer received an alarm on their insulin pump. The patient's blood glucose level was not recorded. The customer stated that there were no significant event that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump an to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Manufacturer narrative:
All operating currents tested within specification range. The insulin pump passed alarm test. No alarms noted after battery change or unexpected low battery alarms noted. The insulin pump was received with cracked reservoir tube lip, broken battery tube threads, minor scratches on display window, cracked reservoir tube and cracked case near display window corners noted during visual inspection.